Manufacturer narrative:
Visual inspection, product history review, complaint history review, nc/CAPA history review, risk assessment. The customer reported event was confirmed via visual inspection. The device was confirmed to have the tip fractured off. The fractured piece was not returned. The device had a welded pin at the tip. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. CAPA was initiated in order to investigate the cause and propose corrective and preventive actions for hex-tip breakages on the device. The CAPA determined that the breakage of the instrument hex-tip was linked to the insertion and welding of a small pin into the inner shaft. This pin was removed as part of the design change within CAPA. The device was 8 years old at the time of the event and reported to be used thousands of times. The likely root cause of the reported event is device design and wear due to the device's extended used.

Event description:
It was reported that the tip of the screwdriver broke off using the t-handle final tightening torque wrench. The broken fragment was recovered from the patient incision and the surgery was completed with a blocker inserter. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the tip of the screwdriver broke off using the t-handle final tightening torque wrench. The broken fragment was recovered from the patient incision and the surgery was completed with a blocker inserter. There are no reports of adverse consequences to the patient.